Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device expulsion ("migration of essure device to uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627073, 727073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included eletriptan hydrobromide (relpax) and nuvaring. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain (daily)"), abdominal pain lower ("severe cramping/abdominal pain"), cyst ("cysts"), infection ("infections"), weight increased ("weight gain"), stress ("stress") and anaemia ("anemia"). The patient was treated with surgery (she had (dilation and curettage) surgery to remove the coil) and surgery (she had (dilation and curettage) surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, migraine, cyst, infection, weight increased, stress, anaemia, vaginal haemorrhage, menorrhagia, dysmenorrhoea and headache outcome was unknown. The reporter considered abdominal pain lower, anaemia, cyst, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, migraine, stress, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery, mr- first one failed to place in right , second placed without difficulty left placed difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2018: pfs received- new event headaches were added. New reporter, height, concomitant medication were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device expulsion ("migration of essure device to uterus / location of device: uterine cavity") and genital haemorrhage ("heavy abnormal bleeding") in a 36-year-old female patient who had essure (batch no. 627073,727073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, dysplasia and anemia. Concomitant products included eletriptan hydrobromide (relpax), ethinylestradiol;etonogestrel (nuvaring), levothyroxine and liothyronine. On (B)(6)2010, the patient had essure inserted. In august 2010, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), migraine ("migraines") and headache ("headaches"). In july 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and urinary tract infection ("utis"). On (B)(6)2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 8 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain (daily)"), abdominal pain lower ("severe cramping/abdominal pain"), cyst ("cysts"), infection ("infections"), stress ("stress") and anaemia ("anemia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had (dilation and curettage) surgery to remove the essure implant. And she had (dilation and curettage) surgery to remove the right coil). Essure was removed on (B)(6)2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, migraine, cyst, infection, weight increased, stress, anaemia, vaginal haemorrhage, menorrhagia, dysmenorrhoea, headache and urinary tract infection outcome was unknown. The reporter considered abdominal pain lower, anaemia, cyst, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, headache, infection, menorrhagia, migraine, stress, urinary tract infection, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery, mr- first one failed to place in right , second placed without difficulty left placed difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: total bilateral occlusion. Ultrasound scan - on an unknown date: showed that the right essure tubal coil is migrated into the uterine cavity. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet-reporter information and event urinary tract infection was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping/abdominal pain"). The patient was treated with surgery (on (B)(6) 2016, she underwent one or more surgeries to remove one or more of the essure coil). At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant"), device expulsion ("migration of essure device to uterus") and genital haemorrhage ("heavy abnormal bleeding") in an adult female patient who had essure (batch no. 627073, 727073) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain (daily)"), abdominal pain lower ("severe cramping/abdominal pain"), migraine ("migraines"), cyst ("cysts"), infection ("infections"), weight increased ("weight gain"), stress ("stress") and anaemia ("anemia"). The patient was treated with surgery (she had (dilation and curettage) surgery to remove the coil) and surgery (she had (dilation and curettage) surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, device expulsion, genital haemorrhage, vulvovaginal pain, abdominal pain lower, migraine, cyst, infection, weight increased, stress, anaemia, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain lower, anaemia, cyst, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, infection, menorrhagia, migraine, stress, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery, mr- first one failed to place in right , second placed without difficulty left placed difficulty. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information and patient¿s demographics updated. Essure indication updated and lot number added. On (B)(6) 2010, essure was implanted (previously reported as jun-2010). New events, migration of essure device to uterus, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping) were added. Lab data added. On (B)(6) 2018: reporter added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping/abdominal pain"), migraine ("migraines"), cyst ("cysts"), infection ("infections"), weight increased ("weight gain"), stress ("stress") and haemorrhagic anaemia ("anemia"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, vulvovaginal pain, abdominal pain lower, migraine, cyst, infection, weight increased, stress and haemorrhagic anaemia outcome was unknown. The reporter considered abdominal pain lower, cyst, device dislocation, genital haemorrhage, haemorrhagic anaemia, infection, migraine, stress, vulvovaginal pain and weight increased to be related to essure. The reporter commented: need for additional surgery. Most recent follow-up information incorporated above includes: on 16-nov-2017: events "migration of implant", "migraines", "cysts", "infections", "weight gain", "stress" and "anemia" were added. Essure insertion date was (B)(6) 2010. "Pelvic pain" was updated as symptom of event "migration of implant". Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.